Event description:
On (B)(6) 2012, the reporter contacted animas to report the patient's pump powered off and had intermittent power. The patient reseated the battery and the pump powered on again successfully. The technical service representative contacted the patient to troubleshoot the pump, however was unable to reach him by telephone. There was no report of any patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation was unable to reproduce the alleged intermittent power issue. Review of alarm history confirmed one power on resets in the black box. Investigation found no damage to the battery compartment. The battery cap was not returned with the pump. A test battery cap was able to tighten properly onto the pump and was used to complete the investigation. The pump powered up with the appropriate audio and vibration alerts. The pump was exercised for 24 hours without incidents. When the pump casing was opened, no evidence of moisture intrusion or damage to the power circuit was found within the pump interior.